Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number was bft71. The expiration date was not provided. The field service engineer found there was a dirty ise dilution cup. He cleaned the dilution cup, cleaned the sipper and vacuum probe, and performed an ise check and precision check, which passed. The customer performed patient comparisons, which passed. The investigation is ongoing.

Event description:
There was an allegation of multiple questionable results from the cobas pro ise analytical unit. One example was provided. The initial sodium result was 148 mmol/l and the repeat result on a cobas pure ise analyzer was 140 mmol/l. The repeat result was believed to be correct.